Event description:
It was reported that the nurse noted that the second tyvek sterile sheet was missing when she opened the implant. The implant was used because the first sterile package was present.

Manufacturer narrative:
This report will be amended when our investigation is complete.